Event description:
The complainant reported a patient in post cardiotomy cardiogenic shock and with low cardiac output syndrome was implanted with an impella 5.0 for mechanical circulatory support. It was reported while on impella 5.0 support, the patient experienced heparin induced thrombocytopenia. As a result, heparin was removed from the purge solution. I was also reported on (B)(6) 2021 that the purge pressure was high. The cassette was replaced, and the catheter was checked for a kink, however no kink was found and the cassette did not resolve the issue. On (B)(6) 2021 it was reported the patient had an infection at the impella access site which was resolved with "debris, cleaning, and additional treatment". At the conclusion of the case, the patient was successfully weaned and the impella was explanted.

Manufacturer narrative:
The returned purge cassette and pump were connected to a console and high purge pressure reproduced. The pump was visually inspected and biomaterial was observed in the purge gap. This report is being filed as part of a retrospective review of historical records.